Event description:
It was reported that a patient presented remotely via merlin.net. Upon interrogation, the patient's right ventricular (rv) lead was found to have over-sensing of noise, leading to pacing inhibition. The rv lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout and no adverse consequences were noted.